Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, episodes of undersensing and decreased sensing was observed. The issue will be resolved by reprogramming the device and is anticipated to be performed at follow-up. The patient experienced no consequences.